Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device screen does not work. The user attempted to calibrate the screen. There was no reported patient involvement, therefore no consequences or impact occurred.